Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported damage was observed. Iol returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic tip is broken/torn and not returned. The optic is cracked/fractured and scratched/marked-rejectable with loose fibers & particulate. We are unable to determine the root cause for the reported complaint. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was scratched due to being in the wrong position. The procedure was completed with another lens. Additional information has been requested.